Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for low battery alarm and power error 25 confirmed in the long trace. Detailed trace analysis confirmed the pump alarmed low battery then alarmed 25 was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to non-sleep anomaly software error. Unit received with minor scratched lcd window, cracked case and cracked retainer.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 7.2 mmol/ l at the time of the incident. It was reported that after long reset the problem was resolved. Again there was power error detected, alarm and troubleshoot did not helped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.